Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
Our field service engineer investigated the anesthesia system at the hospital. The patient cassette was replaced and returned for further investigation. The anesthesia system was successfully tested and was cleared for clinical use. The returned patient cassette was tested in a laboratory environment without showing any deviations or generating any alarms. The received log confirms the reported alarms. The true cause of the reported issue has not been determined.

Event description:
It was reported that during patient treatment, the anesthesia workstation generated the alarm "patient cassette disconnected" and some ventilation parameters were missing on the display. There was no patient harm. Manufacturer´s ref. #: (B)(4).